Event description:
It was reported that during device preparation and prior to use the 3.5 x 20 mm nc trek balloon dilatation catheter (bdc) protective sheath could not be removed. The device was not used. There was no patient involvement. A non-abbott bdc was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty, removing the protective sheath, was able to be confirmed. A search of the complaint handling database was performed and no other incidents were identified from this lot for sheath removal issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to difficulties removing the balloon protective sheath was identified. Corrective and preventative actions were implemented to address this issue. The performance of these devices will continue to be monitored.